Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during an angioplasty treatment procedure, guidewire kink occurred. The stenosis was crossed using a tapered 5f catheter and an amplatz super stiff guidewire .035/260 was passed through the catheter beyond the stenosis. The catheter was then withdrawn, and an unspecified balloon catheter was loaded on the wire. The catheter tip snagged abruptly at roughly mid aortic and was unable to advance any further, the catheter was then removed, cleaned and re-advanced over the wire, but it snagged at the same point. The catheter and the wire were removed together. The guidewire presented a kink in its length. The procedure was completed with another amplatz wire and the same balloon catheter. No adverse patient effects were reported. However, product analysis revealed that the coating was partially peeled.

Manufacturer narrative:
Device evaluated by MFR: the examination of the returned complaint device revealed that the distal tip was elongated and bent at 251cm, 252.3, 253cm, 256cm and 258cm from the proximal end. Also, the body has a jump coil at 213.3cm from the proximal end, and the body is peeled. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).